Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus repair center for evaluation and the customer's complaint was confirmed. The reported issue was found to be caused by a failure of the patient board set. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it was confirmed there was a design change for the operational amplifier circuit in the patient board set. The subject device was manufactured prior to that design change. It is unclear whether this design change is related to the indicated event. A definitive root cause of the failure of the patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus evis exera iii video system center was not displaying an image during preparation for a diagnostic procedure. According to the initial reporter, the procedure was completed by bringing in a new olympus tower with a functioning cv-190 unit. There was no patient harm or consequence reported as a result of this event.